Event description:
It was reported that the patient presented to clinic for follow up. The right ventricular lead exhibited intermittent loss of capture. The lead was capped and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.